Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the site was experiencing problems interrogating vns patients devices. The MFR rep went to the site where troubleshooting identified the programming wand as the problematic device, likely causing the communication problems. The wand was sent back to MFR for analysis where the communication difficulties were duplicated. Further analysis determined that the serial data cable, which produced communication errors, had an open conductor and an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.